Manufacturer narrative:
The correct catalog number is 14324_97. The correct lot number is 17916096. The correct expiration date is 05/31/2017. (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® cycle. The bi was incubated for 24 hours. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 06/27/2016 to 10/20/2016 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." Twenty-four(24) unused bis were returned for evaluation and analysis; two (2) bis were used as controls. Functional specification was met with 0+/22 bis. The unused bi¿s did not confirm the suspected positive bi issue. One suspect positive bi was received. The ci disc is gold, the cap is depressed, the vial is crushed, and there is yellow media in the vial with which to confirm the suspect positive result. The bi was disassembled, the following was found: one tyvek liner, glass ampoule shards, and one spore disc. There are no punctures observed on the plastic vial or tyvek® liner that would be consistent with a false positive from external contamination. No manufacturing related anomalies observed. Retains testing was not performed since the returned unused bis met functional test specifications. The assignable cause could not be verified. It is unlikely that the suspected positive bi was caused by a manufacturing issue in the cyclesure® bi since the unused returned product met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and the lot trending analysis for suspect positive bi revealed trending not exceeded. Additionally, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. An issue with sterrad® performance is also unlikely since the cycle passed and the ci disc changed color correctly. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.